Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in (B)(6) 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in (B)(6) 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that between remote follow-ups, a substantial decrease the battery longevity was observed from this subcutaneous implantable defibrillator (s-ICD) and it was suspected to be depleting prematurely. Boston scientific technical services was contacted and confirmed the battery consumption was increasing gradually resulting in the premature depletion. It was recommended that the device should be replaced within 62 days. The device was subsequently explanted and replaced to resolve the event. The patient was stable with no additional adverse effects reported. The device was received for analysis.

Event description:
It was reported that between remote follow-ups, a substantial decrease the battery longevity was observed from this subcutaneous implantable defibrillator (s-ICD) and it was suspected to be depleting prematurely. Boston scientific technical services was contacted and confirmed the battery consumption was increasing gradually resulting in the premature depletion. It was recommended that the device should be replaced within 62 days. The device was subsequently explanted and replaced to resolve the event. The patient was stable with no additional adverse effects reported. The device is expected to be returned for analysis, but has not yet been received.